Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level exceeded a safe threshold and displayed as "high," though the specific value was unknown. To address the high blood glucose levels, the customer administered a correction injection via mdi and did not require third-party assistance. The issue was resolved by changing the infusion set and cartridge and resuming insulin.